Event description:
A medtronic representative reported that while in a cranial procedure, the surgeon alleged navigation was 1cm inaccurate superior/inferior. Patient was in the prone position. Pointmerge was used to register the patient. The surgeon confirmed accuracy after registration and after post-draping the patient. The staff did not believe the reference frame, or arm, moved after draping the patient. The surgeon opted to discontinue navigation to complete the procedure. There was no impact on patient outcome.

Manufacturer narrative:
It was reported that the surgeon used large retractors and that the retractors likely shifted the patient's head in the mayfield pins after registration. This would cause the spatial relationship between the reference frame and the patient to change, thereby making the registration invalid.